Event description:
Upon interrogation of the pacemaker during a follow-up performed on (B)(6) 2016, a warning message was displayed on the programmer screen, and no data was recorded in the device memories. The programmer session was closed, and then the pacemaker was interrogated again. This time, some data were available in the device memories. On (B)(6) 2016, patient name was reportedly not visible on the programmer screen, and patient files could not be checked.